Event description:
According to the reporter: the device was inserted into the trocar. The peanut portion of the instrument fell out of instrument just after insertion with little or no pressure on the instrument. The peanut was retrieved with graspers and product will be returned for evaluation.